Manufacturer narrative:
Initial and final (B)(4) - device 2 of 5. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 25-feb-2026 and investigation completed on 06-mar-2026 this medical device report (MDR) is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary this investigation has been updated because the malfunction code changed from leakage from infusion site (cannula base part/cannula) (specific cause not identified), to insertion site egress - trace moisture / superficial wetness. Which requires additional activities not included in the original investigation dated 03-apr-2024. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 06/mar/2026 against "lot number" "5381195" and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), nsertion site egress - trace moisture / superficial wetness. The review confirmed that lot 5381195 and the identified failure mode is not associated with any non-conformance report(ncr) or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 06/mar/2026 against "lot number" criteria equal "5381195" and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress - trace moisture / superficial wetness. The number of complaints is (B)(4). The complaints numbers are complaint(B)(4). Device history record (DHR) review: the lot 5381195 was manufactured according to work instruction (wi) version 99 and manufactured in machine/line: l4 li39, on 25-apr-2022 with a total of (B)(4) units. The sub-assembly: tube: the lot 5387095 was manufactured according to wi- version 1 and manufactured in machine/line: itl01, on 20-apr-2022 with a total of (B)(4) units. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2024. The leakage was under adhesive. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.